Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the outer cover was loose. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the outer cover was loose and was spinning around."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the outer cover was loose. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the outer cover was loose and was spinning around."

Event description:
It was reported when using the bd micro-fine¿+ pro pen needle the outer cover was loose. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "the outer cover was loose and was spinning around."

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1033653. D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: 02-feb-2021. D.4. Medical device lot #: unknown . D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown . D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-may-2022. H.6. Investigation: two open 32g x 4mm pen needle samples and one photo were returned from lot. No. 1033653, cat. No. 320559. Visual examination was carried out on the returned samples and photo and a loose hub in cover was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue was caused by an interference fit between the hub and cover.